Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure, a stent thrombosis and a target vessel reintervention occurred. Additional info has been requested.

Event description:
It was further reportered that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 75% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 16 mm taxus stent, reducing the stenosis to 0%. There were no reported complications and the pt was discharged the next day on plavix and aspirin. About three months later, the pt presented with spontaneous, retrosternal chest pain associated with weakness, nausea, and diaphoresis. EKG demonstrated evidence of an acute inferior wall myocardial infarction. Cardiac enzymes met guideline criteria for mi. The pt was taken emergently to the cath lab, where angiography revealed: lvef 50%, lmca - normal, lad - 60% proximal stenosis, lcx - normal, rca (target vessel) - thrombotic appearing mid 75% lesion distal to taxus stent and extending into the distal aspect of the stent. The pt's cardiac enzymes met guideline criteria for mi as noted in the table below. In the opinion of the physician the relationship of the event to the taxus stent is "unknown." On the same day, atherectomy was performed at the mid rca; debris was removed with enchancement of flow into the distal vessel. A 3.5 x 28 mm taxus stent was deployed in the mid rca. There was no residual stenosis. The pt was monitored for 48 hours without any significant arrhythmias or angina. Pt was discharged four days later on plavix and aspirin.